Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation notes this is an old unit probably 10 plus years old, it still hosts the original power supply and pcbs, the water regulator/solenoid does not hold pressure, partially clogged handpiece cable 65 cc/min at max without insert, handpiece cable looks old, the red wire looks discolored. While running a patient leakage test the first measurements indicate 147 mv ac to 149 mv ac slight higher amount than the 100 mv ac allowed. When the unit was tested with a new handpiece cable all the measurements went back to normal 18 to 20 mv ac. The handpiece cable was partially clogged and there been a previous report received where lack of water flow has caused an overheating insert.